Manufacturer narrative:
(B)(4).

Event description:
The complaint states that no low alert on the mobile app was reported. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The device functioned within specifications and patient settings. The probable cause could not be determined.